Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis revealed the device had no output and no telemetry, which was the result of high leakage current internal to the tantalum capacitor.

Event description:
It was reported the patient had a sudden onset of syncope. The device was explanted and replaced. No further patient complications have been reported as a result of this event.